Event description:
Revision of a delta cta, due to loosening and implant breakage, performed on (B)(6) 2014. Original surgery was performed on (B)(6) 2003 at (B)(6). Components which remained in situ: v3.1 cementless hum diaphysis 100mm sz 4 (ref dhr410, lot 1137411), and v3.1 cemetless humeral epiphysis 42.1 (ref (B)(4), lot 943261). During revision, a head was implanted onto stem (ref (B)(4), lot 5035563).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The complaint description states that the metaglene was loses and the screws were broken. The batch numbers of the screws were not provided. The DHR analysis performed for the metaglene did not reveal any anomaly that could be related to the issue reported on the complaint. A 24 months complaint search into the complaints database was performed, no other complaint was reported for the affected product codes and lot combinations. Based on the information received and the investigation performed, the root cause of the metaglene loosening or the screw breakage could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.